Event description:
It was reported that during a laparoscopic semi-extended hysterectomy loading and ligation went smoothly until the sixth clip. The seventh clip did not come out to the jaws at loading. The device was replaced with a new one. No clip fell in the patient.

Manufacturer narrative:
(B)(6). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. As expected, no clip fired on the first attempt. However, resistance was felt upon engaging the trigger and the trigger was unable to reset completely on the return stroke. Slight hand pressure was manually applied to complete the trigger cycle. This was repeated five times with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, a piece of the trigger was found on the yoke. The pusher head at the distal end of the feeder was severely bent and the clips were out of position and stacking on one another in the channel. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. It appears that the clip stacking caused the pusher head to bend and the device to jam, which prevented the clips from loading properly and the trigger from resetting completely on the return stroke. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One device was returned with no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. However, resistance was felt upon engaging the trigger and the trigger was unable to reset completely on the return stroke. Slight hand pressure was manually applied to complete the trigger cycle. This was repeated five times with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, a piece of the trigger was found on the yoke. The pusher head at the distal end of the feeder was severely bent and the clips were out of position and stacking on one another in the channel. It appears that the clip stacking caused the pusher head to bend and the device to jam, which prevented the clips from loading properly and the trigger from resetting completely on the return stroke. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800294. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic semi-extended hysterectomy loading and ligation went smoothly until the sixth clip. The seventh clip did not come out to the jaws at loading. The device was replaced with a new one. No clip fell in the patient.